Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The reported patient effect is a known inherent risk of the procedure and the physical resistance and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other xience prime device is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo, distal circumflex artery the 2.75 x 28 mm and 2.75 x 23 mm xience prime stent delivery systems met resistance with the anatomy, but were successfully deployed. Post deployment, a dissection was noted. A 3.0 x 33 mm xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.